Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 44mm x 2.5mm, eccentric target lesion was located in the moderately tortuous and mildly calcified mid to distal left circumflex artery. The lesion contained >45 and <90 degrees bend. Pre-dilatation was performed using a 2.5x15mm balloon catheter resulting to 86% residual stenosis. A 2.50 x 48 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during introduction, it was noted that the stent was deformed. The device was completely removed from the patient and the procedure was ended. No patient complications were reported and the patient's status was stable.